Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 306 mg/dl. The contact believed that the luer lock connection was not tightened enough. The cartridge was changed and the contact indicated that a bolus or a manual injection would be delivered. Recommendation was made to make sure that the luer lock connection is tight and secure. A follow up with the contact indicated that the customer's bg level lowered to target level.